Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after filling cartridges with approximately 300 units of insulin. Additionally, it was reported that the insulin gauge intermittently remained static. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer filled the cartridge with additional insulin and resumed insulin delivery.